Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the housing was cracked, led service light was on, housing at the contact was broken, bracket was bent, bulge in the groove, capacity behind the bracket was too low and a fall damage on the power module device. It was further determined that the device failed pre-test for general condition, external damage position of motor shaft, lever, information button, self test, charging and check of power module. It was noted in the service order that the device battery indicated an overload fault during loading and was hot to the touch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.